Manufacturer narrative:
Additional information which was received on sep 15, 2020. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The manufacturer did not receive any documents for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision due to malunion.

Event description:
Investigation has been completed.

Manufacturer narrative:
Investigation results were made available. Additional: a4, h2, h6. Correction: b4, b5, g4, g7, h10. Event description: a retrospective study to collect data on the dhs reported a malunion in a patient (ID:(B)(6)) certainly due to device and/or study procedure. The dhs was removed and changed to a thr on (B)(6)2019. Review of received data: x-rays: no x-rays provided due to privacy policy. Surgical report: no medical reports such as surgical reports or office visit notes provided due to patient privacy policy. Patient data: female, 82 years of age at time of event, 66 kg, 165 cm, bmi: 24,2. Product evaluation: the devices were discarded; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: a retrospective study to collect data on the dhs reported a malunion in a patient (ID: (B)(6)) certainly due to device and/or study procedure. The dhs was removed and changed to a thr on (B)(6)2019. Neither x-rays, operative notes, office visit notes, nor device(s) or photos of the device(s) were received; therefore, the condition of the component(s) is unknown. Patient factors that may have affected the performance of the components such as bone quality, activity level, type of activity, relevant medical history and adherence to rehabilitation protocol are unknown. Solely, based on the description the reported event cannot be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a non-conformance or a complaint out of box (coob). Based on the given information and the results of the investigation, it is possible that patient and procedure related factors led or contributed to the malunion leading to revision. Nevertheless, based on the unavailability of the devices and due to significant lack of medical records a specific root cause could not be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2020-00152-2, 0009613350-2020-00132-1.

Manufacturer narrative:
The manufacturer did not receive x-rays for review. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision due to malunion.